Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
This pi is for revision 1 on (B)(6) 2016. It was reported through a medwatch (mw5092894) "during second revision for a loose stryker accolade ii femoral stem, the surgeon noted my trident psl acetabular cup had subsided and aseptic loosening had occurred. The femoral stem was said to be "grossly loose" and the surgeon felt the subsided cup had contributed on the loosening of the stem. The pathologist reported there was 'scant native bone on the cup'. This the second stryker accolade ii stem I have had replaced due to 'no bone ingrowth and gross loosening' in 42 months." The date of implant is unknown.